Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as this patient was supposed to have an atrio ventricular node (avn) ablation, upon checking the device pre ablation noted an elevated threshold. The caused was undetermined. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.